Event description:
It was reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer's blood glucose level. Technical support explained that the reset was a safety feature to ensure performance, and the pump was functioning as intended. Reportedly, the customer continued to use the pump for insulin therapy.